Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. UDI: (B)(4). The device manufacture date is currently unavailable. Investigation summary the product was returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection and functional test of the returned device. ¿ visual inspection revealed that vapr clplse90 electrode w hand cntrls was not returned in its original package. The tip does show signs of activation. The shaft, handle, cable and plug did not show any signs of damage. The shaft and the suction tube had foreign matter. A functional test was performed by connecting the device to a test generator, as a result, it was found that in the coagulate and the ablate mode the device worked as intended using the foot pedal and hand controls for the device. The overall complaint was unconfirmed as the observed condition of the vapr clplse90 electrode w hand cntrls would not have contributed to the complained issue. ¿ based on the investigation findings, as per IFU: use instructions are provided, and it has been determined that no corrective and/or preventative action is required. As part of depuy synthes mitek quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported from brazil that during an unknown procedure, it was observed that the vapr clplse90 electrode w hand cntrls device did not work. During in-house engineering evaluation, it was determined that the shaft and the suction tube on the device had foreign matter. There was patient involvement. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Investigation summary the product was returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection and functional test of the returned device. Visual inspection revealed that vapr clplse90 electrode w hand cntrls was not returned in its original package. The tip does show signs of activation. The shaft, handle, cable and plug did not show any signs of damage. The shaft and the suction tube had foreign matter. A functional test was performed by connecting the device to a test generator, as a result, it was found that in the coagulate and the ablate mode the device worked as intended using the foot pedal and hand controls for the device. The electrode will be sent to the manufacturer for further evaluation. A visual inspection of the device was performed; as a result, the device was not returned in the original packaging. The device had no clear signs of activation. Saline residue was visible in the suction tube. The devices passed the electrical and activation testing. The complaint could not be substantiated with the device successfully passing the electrical and functional tests. The complaint device was returned to atl UK for investigation. From the investigation were unable to confirm the customer reported issue that the electrode would not work during the procedure. Testing at atl UK shows the returned device was immediately recognized and found to pass both electrical and functional testing with no error codes being displayed and no other issues detected. Activation was found to be consistent and as expected. The complaint device was found to meet the manufacturers specification; therefore, no further investigation is possible regarding the returned complaint device. The root cause of the customer reported functional problem could not be determined. The customer's device was manufactured in nov 2023. A DHR review has been performed for lot u2310088; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. Based on a review of the investigation findings no containment action related to the individual complaint is required. The overall complaint was unconfirmed as the observed condition of the vapr clplse90 electrode w hand cntrls would not have contributed to the complained issue. Based on the investigation findings, as per IFU, use instructions are provided, and it has been determined that no corrective and/or preventative action is required. As part of depuy synthes mitek quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Investigation summary: the product was returned to depuy synthes mitek for evaluation, additionally a video was provided for review. See (add info - (B)(4)). The video investigation revealed that the vapr clplse90 electrode w hand cntrls had the ablation and coagulation features successfully tested outside the saline solution. When introducing the cautery tip and activating the device in the glass with saline solution, an alarm and a ¿output short circuit¿ error code was displayed on the generator. The overall complaint was confirmed as the observed condition of the vapr clplse90 electrode w hand cntrls would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to the procedural variables, such handling of the device or product interaction during procedure; it is possible that the saline solution on the video provided didn¿t have the appropriate concentration for the correct testing. As per IFU, ensure that fluid inflow and outflow is adequate and that the electrode is activated only when surrounded by conductive irrigant solution (e.g., saline or ringer¿s lactate). The use of rf energy with inadequate irrigation may result in damage to the electrode tip assembly, and it has been determined that no corrective and/or preventative action is required. As part of depuy synthes mitek quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.